Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for non-malignant pain and other non-malignant pain. The pump stopped working and the patient was in a lot of pain. The issue began 2-3 weeks ago. When asked to clarify, the patient was unable to indicate what specifically stopped working. Their health care provider (hcp) told them the pump was "on recall." The hcp did not provide the patient was any specifics about the recall. Patient services reviewed registered devices and longevity. Per patient, the pump was replaced in 2013 with a medtronic pump. It was recommended for the patient to follow-up with their hcp. No further complications were reported/anticipated.